Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 syringe 0.3ml 31ga 6mm were mixed product. The following information was provided by the initial reporter:   it was reported by the consumer that the scale markings were incorrect reading 0-100 units when it should be 30 units.   Date of event: (B)(6) 2021. Samples: yes.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch # 0349858. All inspections were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted for scratched print. H3 other text : see h10.

Event description:
It was reported that 6 syringe 0.3ml 31ga 6mm were mixed product. The following information was provided by the initial reporter :   it was reported by the consumer that the scale markings were incorrect reading 0-100 units when it should be 30 units.   Date of event : (B)(6) 2021. Samples: yes.